Event description:
It was reported that the customer received a no delivery alarm on her insulin pump. When she changed out her set, she noticed the drops were fairly big. She then changed the set again and the drops were tiny. Troubleshooting could not be performed as the customer received a motor error on the insulin pump and a reservoir occlusion could not be ruled out. The customer's blood glucose was 317 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.